Event description:
Product analysis on the lead was completed on (B)(4) 2012. During product analysis a break was identified in the positive coil. Also, the outer and inner silicone tubing of the lead coils have abraded openings at the break location. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location and the exposed area of the coil. The appearance of at least two wires of the quadfilar coil suggests a stress-induced fracture has occurred. However, due to metal dissolution and mechanical distortion a conclusive determination of the fracture mechanism cannot be made. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions.

Event description:
It was previously reported that the patient was being scheduled for a prophylactic generator replacement as the patient had been implanted for six years. During the report it was mentioned that the patient was experiencing left neck pain which started in august; however it was unknown if the pain was related to vns. Diagnostics at that time were said to be ok; however no specific results were provided. During the patient's replacement procedure on (B)(6) 2011, high impedance was observed. The patient's lead and generator were subsequently replaced. The explanted products have been returned to the manufacturer; however analysis is not yet complete. Follow up with the patient's treating physicians indicated that this was the first time that the high impedance was observed. It was also indicated that the patient had a lot of scar tissue around the helices however it is unknown if this caused the high impedance. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the patient's pain was related to the scar tissue build up and was occurring with stimulation. Trauma and manipulation were not suspected. Product analysis on the generator has been completed. The device performed according to functional specifications. No eri flags were observed during testing. The device was continuously monitored for 25.0 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.